Manufacturer narrative:
The device history records are being reviewed. The sample has been returned and is currently being evaluated. The investigation is underway.

Event description:
It was reported that after treating a stenosis in the sfa, the pta balloon detached from the catheter while being retracted through the sheath. The detached section remained in the introducer sheath. The entire device was removed together with the introducer sheath as a single unit without incident. There was no report of injury to the patient.